Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The stm that found the issue stated that when completing the display test as part of the pm, the surfaced base memory generated error #3. To fix this issue the stm replaced the coiled cord which was visibly worn out. In addition, the keypad test showed pressure trigger led failing, and to address this issue, the stm replaced the suspect keypad controller board which corrected the problem. The iabp was calibrated and passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the keypad test during a preventative maintenance (pm) performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.